Event description:
It was reported that during a routine device changeout, the atrial lead exhibited unipolar impedance greater than bipolar impedance and no sensing or capture in the bipolar mode. The physician decided to reuse the lead and program in a unipolar mode due the patient's age and condition. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.